Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the alarm returned after removing the battery for 30 minutes. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.